Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported finding a fluid leak following the treatment. The patient's contact stated when they removed the tubing set they found fluid leaking inside the pump door. During follow up the patient¿s contact reported that the patient did not have any signs of infection, their effluent remained clear and they were not prescribed any antibiotics. No adverse event reported at this time. The cycler replaced.

Manufacturer narrative:
An investigation of the device was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. A visual inspection of the returned cycler exterior showed no sign of physical damage. Simulated treatment was performed and completed without identifying any alarms or problems related to the reported leak event. No burrs or sharp edges in cassette area that may have punctured a cassette membrane. An interior inspection showed signs of dried fluid within the cassette compartment. The cause of the observed dried fluid could not be determined. The mushroom head check passed. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event.